Event description:
Additional information indicates that both leads migrated and the cervical lead was also fractured. Lead migration was confirmed with x-ray. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: d10 - the leads are the products being reported on. The ipg was added.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005200.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.